Event description:
A customer's daughter reported her father's freestyle lite meter turned on with the button but not with a test strip. As a result of this issue, the caller reported that her father was unable to test and experienced "high blood sugar symptoms" at mid-day on tuesday, (B)(6) 2011. The caller described her father's symptoms as "light headed, blackout", and indicated that he experienced a loss of consciousness. No third-party emergent medical intervention was reported. The customer self-treated with unspecified "pills". There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.